Event description:
Consumer reports that they were sold products that are clearly marked "sample-not for retail sale." Product was provided as part of a kit containing other items (small tape, eye shield, eye wash) that was purchased for $40.00.